Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra 2 meter displayed an ¿apply sample¿ message. The complaint was classified based on customer care advocate (cca) documentation. The patient claimed that the meter issue occurred on (B)(6) 2014. The patient detailed that she does not take any medication to manage her diabetes and continued her usual diabetes management routine in response to the alleged issue. The patient detailed that on (B)(6) 2014, at 11:23am she developed a symptom of feeling ¿shaky¿, however denied receiving any treatment. During troubleshooting the cca noted that the patient used the correct testing steps but that the test strip did not completely draw in the sample. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly suffered symptoms suggestive of a hypoglycemic event after the meter issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.